Event description:
Customer stated her blood glucose readings on the contour next link are always 70mg/dl higher than her readings on other meters. She did not provide specific information. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. Product information was not provided. Product was not replaced.

Manufacturer narrative:
Product information (d4) was not provided, so manufacture date could not be determined.